Event description:
It was reported that pt c/o pain after surgery for repair of incisional and umbilical hernia. It was reported that the pain occurred 1 to 2 weeks post-op. Mesh was explanted.

Manufacturer narrative:
The subject product has been examined. The patch was found to be somewhat kinked or buckled. We are unable to determine whether this occurred during explant or was the result of stresses placed on the patch during the implant period. The patch was also ripped in an area where the positioning pocket slit would normally be found. It could not be determined what caused the rip in the patch.